Event description:
The physician reports that the crystalens haptic broke during loading in the cartridge of the microstaar lens injector system. The damage iol did not contact the patient.

Manufacturer narrative:
The device histroy records were reviewed and there were no discrepancies or unusual findings.